Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on 2014-04-28. Of note, the reportable adverse event (infection ) is normally submitted via a (B)(4) that would have been submitted on (B)(4) 2013. Information was subsequently received on (B)(4) 2014 and revealed the device has tested out of specification. This out of specification finding does not qualify for summary reporting and is therefore being submitted as a bimonthly report. Product event summary: analysis information -- product ID# sedr01 the device was returned and analyzed. Analysis revealed a fractured ventricular ring ribbon wire at the hybrid connection. (B)(4).

Event description:
It was reported that an infection occurred. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.